Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) impedances. The impedances were found to be out of range in both unipolar and bipolar configurations. In addition, high pacing thresholds were found in the bipolar configuration. The device data was reviewed by the field representative and the impedances have been trending out of range for over a year. No patient symptoms have been reported. The plan was to continue to monitor the patient at this time. This product remains in-service.